Event description:
A discordant, false (B)(6) human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician, who questioned it as the patient had a confirmed pregnancy. The sample was repeated on the same instrument nine days later, resulting positive. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false (B)(6) hcg result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer repeated the sample on the same instrument, which resulted as expected. The cause of the discordant, false negative hcg result is unknown.the instrument is performing according to specifications.no further evaluation of the device is required.